Event description:
It was reported by the patient that the previously working remote monitor had no power to the monitor after being moved. Troubleshooting steps including using a new power cord were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.